Event description:
According to the reporter: during a laparoscopic colorectal cancer resectioning, the stapler could not be removed from the anastomosis. The stapler sizers were used during the procedure. Medical or surgical intervention was necessary to prevent a permanent impairment of a function. The case was converted from laparoscopic to open due to an issue unrelated to the product problem. Surgical time was extended by thirty minutes or more due to the product problem. To correct the issue, the rectum wall was opened and the fault in the wall was closed with suture. There was no unanticipated tissue or blood loss. At the time of this report, the patient status is alive, with injury. The patient spent several days on observation, now he is on the way of convalescence.

Event description:
According to the reporter: during a laparoscopic colorectal cancer resectioning, the stapler could not be removed from the anastomosis. The stapler sizers were used during the procedure. Medical or surgical intervention was necessary to prevent a permanent impairment of a function. The case was converted from laparoscopic to open due to an issue unrelated to the product problem. Surgical time was extended by thirty minutes or more due to the product problem. To correct the issue, the rectum wall was opened and the fault in the wall was closed with suture. There was no unanticipated tissue or blood loss. At the time of this report, the patient status is alive, with injury. The patient spent several days on observation, now he is on the way of convalescence. The patient is still in the hospital and is not doing so well. He gets a vac therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.